Manufacturer narrative:
On (B)(6) 2021 customer claimed that he/she received a pump error 43. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Device was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus was successful. The adapt tool was utilized to search for any insulin pump errors that may have triggered the open book. The adapt tool reveals that pump error 53 (filenumber = 32000, linenumber = 733), and 3 initiated the critical pump error (open book image). The adapt tool also confirms pump errors 43, and 130 as well. Pump error 53 occurred @ (B)(6) 2021 15:28:15.000, (B)(6) 2021 16:17:46.000. Pump error 3 occurred @ (B)(6) 2021 15:28:37.000, (B)(6) 2021 16:18:07.000. Pump error 43 occurred @ (B)(6) 2021 15:10:58.000, (B)(6) 2021 15:20:08.000, (B)(6) 2021 15:21:46.000 to name a few. Finally pump error 130 occurred @ (B)(6) 2021 15:08:04.000, (B)(6) 2021 15:25:04.000, (B)(6) 2021 15:27:03.000 to name a few. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. In summary, the critical pump error (open book image) alarm and the insulin pump errors are due to problems with the software. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. Customer was able to successfully clear alarm. Customer was not able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.